Manufacturer narrative:
Investigation summary: sbdm supposed that it is same kind of fm (rubber piece) as of the rubber port (same color) in IV bag. Based on infrared spectrometry (ir) analysis of the complaint sample: sbdm found that it is a kind of latex (rubber) which is similar to rubber port. Sbdm surmised that when the spike pierced through the rubber port, a piece of rubber may be separated from the rubber port and then it may be flowed down to the IV set tube. Sbdm also checked all batch records for the affected lots such as manufacturing records, process inspection report, product test report and found there was no peculiar matters on them. Sbdm have installed safety filter inside the IV set which met the standard and specification of medical device (IV set) to filter foreign matter. As the filter size is 75¿ (200 mesh), there is no possibility that foreign matter be flowed into human body. Root cause: there are two possible causes of the defect: one, the blunt spike was pierced through the rubber port, fragment of rubber port separated and then it flowed down to the IV set tube. Two, high solidity of rubber port may cause fm in the tube without any damage of spike. Based on investigation result of the complaint case, fm (rubber fragment) in IV set tube, we suppose that the fm in the tube may be caused by rubber solidity issue as the spike did not have any damage on it.

Manufacturer narrative:
(B)(6). In this MDR, bd corporate headquarters in (B)(4) has been listed in this report as (B)(4) is an OEM manufacturing site. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the line of an bd IV administration set a120f(bp). There was no report of injury or medical intervention.